Manufacturer narrative:
No evidence of a thermal event was observed. The device temperature did not exceed 40°c. The maximum allowable temperature for the device is 40°c, indicating the device stayed within the allowable range. Investigation of the device confirmed the reported inability to hold charge. The cause of this issue could not be determined. The screen was observed to be damaged. It cannot be determined when this damage occurred.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported battery issue. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) is heating up while charging as well as not holding a holding a charge.